Event description:
It was reported that the patient had an MRI of her si joint and lumbar area on (B)(6) 2012, though the images were noted to have been distorted. Over the past three months the patient was noted to have experienced "a lot more pain" where she had had to use oral medication to reduce her pain. The patient stated that she was "losing the use of her left leg"; that her whole left leg was going completely numb; that there was definitely something "nerve-wise going on pretty bad"; and that it was "dropping her to the ground when she had least expected it." It was reported that three orthopedic doctors had told the patient that "if a rod was not put in place and her disc fused, she would lose the use of her leg". About one month later, it was reported that the MRI/x-ray/CT scan performed on (B)(4) 2012 indicated a possible inflammatory mass. The patient's pump and catheter were noted to have been replaced, and the patient recovered without sequelae. The medications used within the system were sufentanyl, clonidine, and bupivacaine. No additional information was available at the time of this submission.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012. Product type: catheter. (B)(4).